Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose above 412 mg/dl. Troubleshooting was performed for high blood glucose. The customer also stated that the insulin pump was broken off. The troubleshooting was continuing for damage and noticed that the customer was able to perform high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.